Event description:
It was reported that during a cholecystectomy procedure, at the moment to apply the clip on the tissue, the jaws never came back to the first position (open). Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Lockout premature the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was noted to be non-functional. In order to evaluate the device's internal components, the instrument was disassembled. Upon disassembling of the device, the handle lockout posts were found broken which denotes that a premature lockout occurred. It could not be determined what may have caused the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system for three samples from one patient. The results were reported out of the lab. Testing on an alternate method resulted within the normal reference range. The patient was transferred to the cardiac unit due to the elevated accutni results.